Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. After closure of the uterus and upon passing the suture, the suture separated from the needle leaving the needle embedded in the uterus. The surgeon had to open the first layer of the suture to find and remove the needle. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.